Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the balloon dilatation of the iliac artery, and when the balloon pressure hits to 12-atmosphere pressure (atm) the balloon ruptured. There was no reported patient injury. The vessel level of calcification is severe. The vessel level of tortuosity is none. The vessel level of stenosis is 80%. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17584351) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. During balloon dilatation of the iliac artery, and when the balloon pressure of a 7x80mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) catheter hits to twelve (12) atmospheric pressure (atm) the balloon ruptured. There was no reported patient injury. The vessel level of calcification is severe. The vessel level of tortuosity is none. The vessel level of stenosis is 80%. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. One non-sterile unit of powerflexpro 7mm8cm 135 was received coiled inside a plastic. Per visual analysis, no anomalies or damages were observed in the device received. The balloon of the unit was found previously inflated/deflated. Leak test was performed and a leak was observed on the balloon proximal section of received powerflex unit. Unit was sent to sem analysis in order to find the potential cause of the leakage found on the received balloon. Results showed that the external surface of balloon presented evidence of abrasions and scratch marks near the balloon¿s pinhole. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the pinhole found on the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17584351 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the balloon burst could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics of the iliac artery (severe calcification with 80% stenosis) procedural/handling factors may have contributed to the reported event as evidenced by the scratch marks and abrasions found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.